Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced red cell ring. This event occurred once. The following information was provided by the initial reporter. The customer stated: we have found that some 7ml yellow tubes (part number 367955) have problems with the gel. After centrifugation, the red blood cells remain at the top of the gel around the wall.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for red cell hang up was observed. A complaint history review was performed and revealed a confirmed complaint trend for certain sample quality issues. Based on the confirmed complaint trend a CAPA (corrective and preventive action) was initiated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for red cell hang up based on the trend identified. A corrective and preventive action was created to address the issue.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced red cell ring. This event occurred once. The following information was provided by the initial reporter. The customer stated: we have found that some 7ml yellow tubes (part number 367955) have problems with the gel. After centrifugation, the red blood cells remain at the top of the gel around the wall.